Event description:
Date notified: (B)(6) 2009, a model 324 aspirator ((B)(4)) failed to operate. An inspection of the device revealed a defective circuit breaker. The circuit breaker was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.